Manufacturer narrative:
(B)(4). The lot was manufactured on march 4, 2013 to march 5, 2013. Evaluation summary: the actual device was evaluated. Visual inspection on the unit (via the naked eye) revealed no evidence of rupture on the balloon (bladder). A functional flow rate testing was performed and the device was found within specification. The condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured during filling. There was no patient involvement. No additional information is available.this is report 1 of 2.